Event description:
According to the available information the catheter was found on the floor with a punctured balloon.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. One corrective and preventive action was found. Monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for deflation issue on folysil catheters is specifically monitored. No other complaints were found for the lot number. Date of event is an estimated date.